Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A search of product shipped to the customer could not be performed with the information available. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the customer is available to identify possible involved lots. An investigation of the device history records (DHR) was unable to be conducted as no information regarding potential lots shipped to the customer was available. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a registered nurse (rn) discovered a fluid leak during a patient¿s peritoneal dialysis (pd) treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn stated the patient¿s bed was completely wet. The rn stated fluid did not come in contact with the cycler. Upon follow up, the rn stated the leak had occurred from the patient line of the cassette. The pin had been pushed in accidentally sometime during treatment and fluid pooled under the patient line connection onto the bed. It was unknown how the pin got pushed in. There were no holes or other damage noted on the cassette. The patient was able to complete treatment with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.